Event description:
The precision of the cpoe system at this institution contains defects rendering it imprecise and internally inconsistent. Medications are individualized to meet the goals of therapy of the individual pts. In this case, a controlled substance was ordered at one dose for the morning and another dose for the evening and were listed as such on the doctor's screen of medications being given. On the nurse's screen of the emar, both doses were scheduled to be given at 9 am. Medications to be given daily at 8pm are scheduled at the same time as daily at 9 am on the nurse's emar screen. These medications got to the pt's lips but not the gullet, having been stopped by a physician. The miss scheduling of medications is commonplace with this system and requires vigilance to keep the errors caused by the cpoe systems from getting to the pt.